Event description:
It was reported that the micro sagittal saw leaked black fluid during a procedure. Irrigation was required to remove the fluid from the surgical site. No pt or user injuries were reported, and no further intervention was required.

Manufacturer narrative:
Preventative maintenance was performed on the bearings.